Event description:
The customer reported that an 840 ventilator was inoperable. Malfunction did (not) occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the motherboard, inspiratory module, printed circuit board assembly (pcba) , and inspiratory flow sensor. The ventilator passed self-testing.

Manufacturer narrative:
(B)(4).